Event description:
Caller states the patient tested 4.7 inr on the coaguchek system and 3.3 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.